Manufacturer narrative:
MDR follow-up report being filed as investigation results available a review of the device history record for the femoral angiography drape involved in the reported incident used in the cardinal health cardiac catheter pack, catalog number sanhfccftb, could not be reviewed as a lot number was not provided and the sample was not received for evaluation. A historical review of complaints for this device was conducted from 01-01-2017 to 02-12-2019 for product 29570na, lot # 2028bh1 and the review indicated this was an isolated incident. Based on the limited information available at this time and no product sample provided, the root cause could not be determined. We concluded this issue could occur due to an incorrect handling of the product after the lamination process or during the cutting or packing process. The following actions were taken in order to prevent this type of issue: corrective action: employee awareness documented training was provided to the those involved in the process of this product. Our cleaning activities will be reinforced in order to reduce or eliminate any kind of contamination that could be affect our product. If a sample is provided at a later date, the investigation will be re-opened, and an addendum report will be provided. We will continue monitoring our customer complaints data base for this and any other issues reported of the same nature in this catalog.

Manufacturer narrative:
The complaint and sample were forwarded to the manufacturing facility and it is currently under investigation. A follow-up report will be filed once investigation is completed.

Event description:
The customer reported that during a percutaneous coronary intervention, the doctor could not advance any balloons or stents over the angioplasty wire after multiple attempts. The tech recommended changing wires. When the wire was removed, the team saw a large piece of lint on the angioplasty wire. The surmised that it came from the femoral drape 29570na from the cardiac catheter kit/sanhfccftb . They also found a large amount of lint on their gloves and in the sterile heparin saline flush bowl. They reported there was no patient injury. No patient demographics were provided when asked.